Event description:
It was reported on 8/19/99 by a co rep the 8f zuma guiding catheter caused a left main dissection which led to surgery. The pt is said to be fine. The device will not be returned as it was discarded by the hosp. No further info available.